Event description:
This complaint was forwarded over from the applier repair center. The customer had sent them in for repairs. The customer states that the appliers malfunctioned during a laparoscopic cholecystectomy. The surgeon stated that the applier broke while applying a clip.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was evaluated and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 50 pc. Lot in (B)(6)2017. The returned instrument was evaluated and found that the knob rotation mechanism is sluggish feeling and the jaw end of the tube assembly and drive rod are bent/damaged and the jaws are loose and misaligned , and the jaw pivot pin is pushed thru one side of the outer tube assembly. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line at this facility. We are unable to determine what caused the knob rotation mechanism to become sluggish feeling and the jaw end of the tube assembly and drive rod to become bent/damaged and the jaws to be loose and misaligned and the jaw pivot pin to be pushed thru one side of the outer tube assembly but improper lubrication prior to sterilization and mishandling of this device at end user's facility are suspected.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
This complaint was forwarded over from the applier repair center. The customer had sent them in for repairs. The customer states that the appliers malfunctioned during a laparoscopic cholecystectomy. The surgeon stated that the applier broke while applying a clip.